Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the enlite sensor was damaged. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. Mother stated the cannula was missing after insertion. The sensor will be replaced. The sensor will not be returned for analysis.